Event description:
When an employee of the dr's office accidentally dropped a scope into cidex plus solution, the solution splashed into her eye. She went to the hosp ER across the st and was seen by a physician. The eye was irrigated for 15 mins, checked out and found to have no abrasions. Her contact lenses were removed and she was given gentamycin 0.3% gtt. She was seen by her ophthalmologist the next day because she had double vision. She was off work for 2 days, went back to work and had no further problems.